Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 158 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Customer stated that the insulin did exit and the pump alarmed no delivery. However, when the customer removed the reservoir from the pump and tried to push insulin slowly through the tubing, insulin did not exit and there was greater than normal resistance with plunger push. Customer was advised to replace infusion set and reservoir. Customer was using apidra insulin within the pump. Customer stated that he will be asking his endocrinologist to check for scar tissue. Customer's endocrinologist does not believe that the no delivery issues are related to site issues. Customer stated that the endocrinologist arranged a meeting with a medtronic field rep for the next week and will follow-up after her determination. No additional information provided. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.